Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal deployed, and they heard two clicks. The user pulled the device and it all came out, and the sheath was left. The patient was reported to be doing well. The closure device was in good condition. Additional information was received on march 14, 2018. The components left in the patient were the footplate and collagen. The angio-seal was used to achieve hemostasis. The statement initially reported: "closure device in good condition" means the internal closure implants functioned. There were no other devices or equipment used with the reported product.